Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer called and reported that they got hospitalized twice due to high blood glucose with the most recent event being the week prior to the phone call. The customer had blood glucose in the 396 mg/dl range and higher at the time of the incidents. The customer was getting insulin flow blocked alarms that were causing the highs. The customer stated they tried disconnecting and pushing insulin through but nothing came out. The customer was given intravenous insulin to treat. The customer was wearing the insulin pump during the incident. Troubleshooting was not completed as the customer declined. The customer threatened to sue if the issue recurred. The insulin pump will not be returned for analysis.